Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device is 2 years and 4 months. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial driveline infection. The treatment included an unspecified antibiotic agent. The cause of the infection was noted as unknown. The patient was readmitted to the hospital from (B)(6) 2015 due to the infection. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.